Manufacturer narrative:
Bayer case number: (B)(4). Disastrous effects on the health of some women [injury]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of injury ("disastrous effects on the health of some women") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2017, the patient had essure inserted. Essure was removed in 2022. On unknown date she experienced injury (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered injury to be related to essure administration. The reporter commented: adverse event: disastrous effects on the health of some women since the aids years, water has flowed under bridges, and health democracy has gained ground. But in the current struggles she still perceives the reflection of the political battles of the 1990s. ¿at the time, there were 200 of us fighting to have lipodystrophies [deformities caused by a poor distribution of fat tissue as side effects of triple therapy. Since then, others have been fighting in the same way to facilitate the diagnosis of endometriosis, or to stand up against the essure implant scandal...¿ fortified by years of activism, hundreds of discussions organized with male and female patients and caregivers, the activist sees in the recently bloomed power of patients a reason to hope for care relationships that are more horizontal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-nov-2025: quality safety evaluation of product technical complaint. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Disastrous effects on the health of some women [injury], case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of injury ("disastrous effects on the health of some women") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2017, the patient had essure inserted. Essure was removed in 2022. On unknown date she experienced injury (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). The reporter considered injury to be related to essure administration. The reporter commented: adverse event: disastrous effects on the health of some women since the aids years, water has flowed under bridges, and health democracy has gained ground. But in the current struggles she still perceives the reflection of the political battles of the 1990s. ¿at the time, there were 200 of us fighting to have lipodystrophies [deformities caused by a poor distribution of fat tissue as side effects of triple therapy. Since then, others have been fighting in the same way to facilitate the diagnosis of endometriosis, or to stand up against the essure implant scandal...¿ fortified by years of activism, hundreds of discussions organized with male and female patients and caregivers, the activist sees in the recently bloomed power of patients a reason to hope for care relationships that are more horizontal. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.